Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous mid right coronary artery. Following a non bsc stent implantation, for post stenting, a 3.0 x 15 mm quantum maverick monorail balloon catheter was used. On the first inflation the balloon ruptured at 12 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The pt status is good with no complications reported.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered operational context due to the likelihood that the reported event is attributable to procedural factors and/or interaction with pt anatomy or other devices.